Manufacturer narrative:
A replacement pump was sent to the customer.  On (B)(6) 2016 the customer emailed a medela clinician and reported that she had been prescribed clindamycin by her physician to treat mastitis and that the mastitis had cleared.  It cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. Reported issues of mastitis are under investigation in (B)(4). Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant.   The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis."  Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On 11/17/2016 the customer emailed medela customer service and reported that her breast pump was not powering on as expected and as a result she had developed mastitis.